Manufacturer narrative:
One fluid warmer was returned for evaluation. Visual inspection of the device found it to be little dirty with minor scuffs. A DHR review was performed subsequent to the manufacturing of the device and prior to its release; no problems were identified during this DHR review. Device tank was filled with water and powered on. The device ran for several hours with both a temp check and a disposable; unable to confirm either reported complaint.

Event description:
Information was received that device failed flow and having issues with over temp. No adverse effects reported.